Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. The device completed a simulated therapy with no problems encountered. A review of the service history revealed no issues that would have caused or contributed to the iipv. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the drain, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 01:07:35. During night drain cycle five, the patient's ultrafiltration reading was 1758ml, indicating the home patient drained 1758ml more than their maximum programmed fill volume of 2000ml. No additional information is available.